Event description:
It has been reported that the insert was snapped into baseplate, it was then noted there was excessive toggle between the insert and baseplate. Another insert was installed and it was good. There was no adverse consequence for the pt or delay in surgery or anesthesia time.